Event description:
The customer reported that the pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the battery depletion issue and decided to replace the pump. The customer was informed to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery. Instructions were given to set the pump to storage mode before returning it, and the customer acknowledged these instructions.